Event description:
It was reported the patient¿s recharger was not charging. It was further reported the desktop charger connector pin did not stay plugged into the recharger and would fall out. It was stated the patient first noticed this two days prior to report and that her stimulation stopped the night prior to report. It was noted the patient first reported the recharger as having a blank screen and being unresponsive and then described a poor communication screen. It was further noted that at the poor communication screen the patient pressed ¿x¿ and it was indicated the recharger battery was about one third full. Analysis of the desktop charger found it to be ¿ok.¿ analysis of the recharger found it to be also ¿ok.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37761, serial# unknown, product type: recharger. Product ID: 37761, serial# unknown, product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 377745, lot# v014856, implanted:(B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4)